Event description:
The customer reported that she went to swim while wearing the insulin pump and there was water under the display. Troubleshooting was performed and fluid under the screen was confirmed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.